Manufacturer narrative:
Other, other text: b3, b5 and h6. Health effects codes, updated. D3, g1,2 email is: (B)(6).

Event description:
Additional information received via email. Event date was updated from unknown to (B)(6)2023. There was no patient injury and no medical intervention.

Event description:
It was reported that the device "failed flow". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.